Event description:
A customer observed negatively biased ckmb results from qc fluids tested on the vitros 350 analyzer. Biased results of the magnitude and direction observed may lead to inappropriate physician action. There was no report of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc.

Manufacturer narrative:
Investigation revealed that the calibrator responses and calibration parameters are atypical compared to expected results. The customer revealed that they are not following recommended protocol for storage and handling of the slide cartridges as listed in the instructions for use. After calibration with a fresh cartridge and fluids handled according to instructions, acceptable qc results were obtained. Root cause of the event was user error in failing to follow ocd recommended protocol.